Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. An f_38 alarm was observed when the device was powered on. The cause was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The device was returned to the customer in good working condition. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f_38 alarm. It was not specified when in the process this occurred. There was no patient involvement reported. No additional information is available.